Event description:
On (B) (6) 2009, a (B) (6) female was implanted with a 6mm gore propaten vascular graft in a bypass procedure in the left leg from the above the knee popliteal artery to the below the knee popliteal artery. A ligation of the popliteal vein and evacuation of a hematoma was also performed. On (B) (6) 2009, the graft was reported to have secondary patency.